Manufacturer narrative:
The device has not been returned for evaluation as the device remains in-situ. Root cause is unable to be determined at this time.

Event description:
Information was received that patient may need to undergo a revision procedure. As per reporter, patient is experiencing radialis nerve and consequently a "drop hand". Surgeon believes the cause may be related to lateral distal locking bolt which may need to be removed.